Event description:
I have an abbott libre 3 plus sensor and I've noticed two significant product problems and a third serious issue with the company: the first is that a second sensor fell off my arm. It was applied correctly (followed instructions) and I have used this model many times. So I am an experienced user. This is the second of roughly 15 that have fallen off, which is far too high a failure rate for a medical device. The second problem is that the sensor regularly overestimates a directional change in blood sugar readings that it then corrects 5-20 minutes later, meaning that it erases the significant directional data (low or high blood sugar) and corrects to more moderate levels. This means the user may take more or less insulin than they should based on these readings, which can be dangerous and lead to adverse outcomes. Abbot's approach here may be a poor fix for the deadly errors a line of these devices (found to be defective and subsequently recalled) caused in patients, including serious harm and death. This was largely in europe I believe. But this means that the accuracy of this device is questionable, particularly with blood sugar is dropping or spiking. This is a serious problem for a sensor meant to alert you of just that. The third issue is with abbott support. When I called the patient support line abbot directed me to a third party promotional company. I know this sounds absurd or a mistake on my part, but it is not. And I am not kidding. Therefore: I couldn't reach support to either report my device malfunction or secure a replacement and this company's focus was to provide a $100 discount on a new device. This experience was shocking, so I confirmed with the representative I was talking with that this was third-party promotional company, not abbot. She confirmed this, confirmed she couldn't replace my device, confirmed the number that abbot provides on its resource, and support site does get routed to this third-party company and then offered me a $100 dollar discount on a device. She said the name of her company was "warranty redemption center," which sounds speciously generic, but that is what she said. I tried the same number again, same result. So FDA: you must do something about abbot and these devices. These experiences and the federal government's inability to regulate these companies (either providing resolution to the patient or a change in business practices) is one of the major reasons people have lost faith not just in government but in the working order of our society. I hope you take it seriously and initiate an investigation with enforcement. Pt-1914, 1908. Device-2907, 1535. Referenced reports-mw5190748, mw5190749, mw5190750, mw5190751, mw5190753, mw5190754, mw5190755, mw5190756, mw5190757, mw5190758, mw5190759, mw5190760, mw5190761, mw5190762. This report captures freestyle libre device #5.